Event description:
Customer's mother called in to report that the ring where the reservoir goes is broken off. Mother states that the damage occurred when she was changing the set. Insulin pump replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, no physical damage on o-ring reservoir tube, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.